Event description:
It was reported that patient had experienced inappropriate therapy due to right ventricular (rv) lead oversensing and dislodgement. During a follow up visit an x-ray photo revealed that the right ventricular (rv) lead had dislodged. It was also noted that the rv lead showed high impedance. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The analyst commented that the lead was returned with explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)